Event description:
Additional information reported that the patient had cardiac clearance to proceed to the revision procedure which was planned to be performed on ¿(B)(6) 2013.¿ it was also noted that the patient complained of tenderness in the pump pocket area with no erythema or induration.

Event description:
It was reported that the patient had a painful pump pocket area that interfered with standing and sitting at the computer. It was noted that the patient was awaiting cardiac clearance prior to a pump pocket revision on (B)(6) 2012. The drug in the pump was baclofen.

Event description:
Additional information received reported that pump was repositioned 8 inches medial to the original position on (B)(6) 2013. The patient outcome was noted as resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).